Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 47 mg/dl. The customer reported hypoglycemia treated with ems/ambulance/ER visit, glucose/carb intake. The event involved product(s) mmt-332a, mmt-1884l, mmt-397a, mmt-7040a. Customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for low bgs/over delivery. Customer has been using the insulin pump system within 48hrs of reported low blood glucose event. Customer does not believe the pump was over delivering. No further patient complications were reported. No product return is required for mmt-332a. It was unknown whether the customer will continue to use the device. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-7040a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 14-dec-2024, there is no unexpected alarms/suspends. In further full review of the pump history/traces on the customer's event date of 13-dec-2024, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was noted. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date of 14-dec-2024 and customer's event date of 13-dec-2024 listed on smartsolve due to insufficient data in the trace/history files. No delivery alarm/insulin flow blocked alarm was found on: (B)(6)2024 18:25:20.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6)2024 18:30:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6)2024 18:35:23.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6)2024 18:45:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the ss event date of 14-dec-2024 and customer's event date of 13-dec-2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6)2024 08:05:00.000, 12/10/2024 08:15:00.000 (B)(6)2024 12:02:00.000, 12/11/2024 12:12:00.000 (B)(6)2024 17:01:00.000, 12/11/2024 17:11:00.000 (B)(6)2024 10:31:00.000 (B)(6)2024 16:16:00.000, 12/12/2024 16:26:00.000 (B)(6)2024 21:51:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.